Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. ® dressing was placed in the wound nor if and when medical intervention was performed. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. There have been several attempts made to gather additional information, but there has been no response. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. ® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Dressing not returned.

Event description:
On (B)(6) 2015, the following information was reported to kci by the home health agency: the nurse inquired how to remove adhered dressing from the patient abdominal wound. On (B)(6) 2015, the following information was reported to kci by the home health agency: the nurse reported the physician instructed the patient to either go to the emergency room or to come into the office. Outcome is unknown at this time. No additional information available. There have been several unsuccessful attempts made to obtain the v.a.c. Dressing lot number, therefore a device history review could not be performed.